Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy. H2 (additional information): d4 (lot number, expiration date) and block h4 (device manufacture date) have been updated based on the additional information received on april 24, 2023.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation of internal hemorrhoids procedure performed on (B)(6) 2023. During the procedure, when the bands were deployed, it was noticed that the bands were attached to one another. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation of internal hemorrhoids procedure performed on (B)(6) 2023. During the procedure, when the bands were deployed, it was noticed that the bands were attached to one another. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly, and ligator head) was analyzed, and a visual evaluation noted that the ligator head returned with all bands attached, some of them were moved from their position and overlapped. The suture thread was broken, possibly at the time of removing the device. The handle did not have marks of trip wire secured. The ligator head was observed under magnification, and the ligaor head teeth were bent/damaged, and the bands were also damaged. The suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. Additionally, per the fourier transform infrared spectroscopy (ft-ir) analysis, the device presented significant changes in the chemical organic framework of the infrared spectrum which suggests a surface contamination or/and degradation of the material. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, some of the bands in the ligator head were overlapped and moved from their position, the ligator head teeth were bent, the bands were damaged, and the trip wire was not secured. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." This condition, unsecured trip wire, could have caused affected the overall performance of the device, causing the trip wire to slip through the handle assembly and contribute to an inaccurate deployment of the bands. This could have resulted in an improper deployment of the bands, making them overlap, causing more tension on the device and resulting in bending/damaging of the teeth. The returned suture thread was broken and since there is no information about a rupture of the suture thread, it is possible that the suture was broken at the time of removing the device, so, it was not coded as a problem. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. Block h11 (correction): block g4 (premarket / 510(k) #) has been updated.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation of internal hemorrhoids procedure performed on (B)(6) 2023. During the procedure, when the bands were deployed, it was noticed that the bands were attached to one another. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.